Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure into a bicuspid type 1 native valve, a pre-balloon dilation was performed with a 22 mm balloon. The valve was deployed to 80% with initial satisfactory depth, however the valve dislodged up in supra-annular position. The valve was recaptured three times and removed. A new valve was deployed and at 80% the valve dislodged up again twice. The position was maintained and on the third deployment the valve was released. During the procedure, the patient experienced low blood pressure and aortic regurgitation. The final result was 3 mmhg and trivial/mild leak.

Manufacturer narrative:
Correction d.3, d.4 and h.4 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.